Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted that the distal articulation of the fenestrated bipolar forceps instrument doesn't respond correctly. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. Instrument passed electrical continuity test. Additional observations not reported by site were pulley damage and main tube damage. There were scratches found on the surface of the distal pulley. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Failure analysis concluded that main tube damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable if to reoccur could cause or contribute to an adverse event.